Event description:
Reportedly, the patient's spo2 dropped because the patient was not getting the desired oxygen concentration. The oxygen mixer was set at 40%; however, on 21% fio2 was given. In this case, a pulse oximeter was in use to monitor the patient and the user was notified that spo2 was different than the setting. The mixer was replaced without any further issues. Please note that there was no permanent injury in this case.